Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, moderately calcified, mid left anterior descending (lad) coronary artery. During deployment of the 3.00 x 18 mm xience prime stent implant a distal edge dissection occurred. Another stent implant was used to cover the dissection successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.